Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin laceration cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 72-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On may 25, 2026, the patient's spouse informed novocure that the patient experienced a fall on (B)(6) 2026, while on optune gio therapy, resulting in a scalp laceration. The patient was evaluated in the emergency room (ER) where the laceration was treated and closed with staples. Optune gio therapy was temporarily discontinued. Multiple attempts were made to contact the prescribing physician; however, no reply was received.